Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, loss of capture (loc), noise, oversensing, and pacing inhibition that resulted in greater than two seconds of asystole. The patient experienced loss of consciousness and vomiting. The patient was admitted to the hospital and epicardial lead placement was discussed, however, the patient refused a lead revision procedure and had a do not resuscitate (dnr) status. The patient was moved to hospice care. This product remains implanted and in service. No additional adverse patient effects were reported.